Event description:
Consumer reports the head bristles at the top of the brush came out. This is reported as malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. The head was made at the following location. Contract manufacturer: trisa (B)(4). The handle was made at the following location. Contract manufacturer: hayco ltd.,(B)(4).